Event description:
It was reported that the patient presented with an inflatable penile prosthesis (ipp) that would not inflate. The physician confirmed that the device would not inflate, and the patient underwent surgical intervention to replace the device. During inspection of the device, the pump remained flat and fluid loss was suspected. There were no patient complications reported.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.